Event description:
It was reported that the device exhibited a 'n/a battery error.' There was no patient involvement. The event occurred during testing/preventative maintenance.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken plunger case. There was an invalid syringe size error in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable interconnect pcb was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.